Manufacturer narrative:
The pump was received with cracked battery tube threads and a severely scratched lcd window. There were no cracks found at the display window per visual inspection.

Event description:
It was reported that the customer had cracks in the display of the insulin pump. The insulin pump will be returned and replaced.